Event description:
It was reported that this was a case in the right lower extremity on (B)(6) 2025. The right peroneal artery was accessed through the left common femoral artery (lcfa). The vessel size was determined using a balloon dilatation catheter for reference. The distal peroneal artery was predilated with a 3.0 mm balloon dilatation catheter (bdc) and then two 3.0x38 mm esprit btk scaffolds were implanted and overlapping. Post dilatation was performed in the peroneal artery with a 3.0x200 mm non-abbott bdc. Post dilatation was performed from the peroneal all the way up to the popliteal artery with the 3.0x200 bdc. After post dilatation, the proximal peroneal artery appeared to have recoiled. The third esprit btk, the 3.75 x 38, was placed in the proximal peroneal. It was at this time that a fluoroscopy shot of the vessel was taken which showed no flow in the distal end of the 3.75x38 esprit btk scaffold. There was flow in all three scaffolds except for the distal end of the 3.75 mm scaffold. The physician stated this could be due to a dissection or an embolized clot. This had been a long procedure and the physician completed the procedure at this time. A non-abbott vessel closure device was used to close the access site. The patient was reported to be doing okay on (B)(6) 2025. On (B)(6) 2025 the patient underwent a diagnostic angiogram when it was noted that all three esprit btk scaffolds had no flow, but it could not be identified if this was due to thrombus. The same antegrade approach could not be performed because the non-abbott vessel closure device was in the lcfa. Fluoroscopy was performed via a retrograde shot in the posterior tibial (pt) artery. There was some flow in the pt and no flow in the anterior tibial artery, which was a chronic total occlusion. The patient had no major issues and had collateral blood flow to the foot. There was no primary patent vessel. Surgical vessel bypass is planned for the patient. Based on how the flow is and how the wire entered the vessel, the physician suspects that all three esprit btk scaffolds may have been deployed in the subintimal vessel instead of the true lumen. No additional treatment was done in the occluded esprit scaffolds. No additional information was provided..

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of dissection, thrombosis, and embolism are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional devices referenced in b5 are filed under separate medwatch report numbers.